Event description:
On (B)(6) 2025, the agent documented that the user experienced difficulty inserting a connector during a supply change. The issue persisted even without the cartridge, but the user was able to continue after receiving a new connector. The user reported that this could be managed from that point onward. Blood glucose (bg) was not affected by this event, and no medical intervention is required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.